Event description:
The patient fell. Afterward she felt shocking intermittently, which has grown more frequent over the course of 3-4 weeks. The implantable neurostimulator was off and programmed to 0 volts amplitude. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).